Event description:
A customer contacted beckman coulter inc. (Bci) in regards to (B)(6) rheumatoid factor (rf) results generated by unicel dxc 600 synchron clinical system. The customer indicated the results are between 20 and 30 iu/ml, when they should be < 20 iu/ml. The results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Calibration and qc results were acceptable. No system error was noted. The customer is using reagent lot m004772. Service was not needed for this event as the issue is related to reagent. Investigation into root cause of this event is ongoing.